Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right ventricular (rv) lead was over-sensing noise resulting in an inappropriate shock. The inappropriate therapy caused the patient to enter ventricular tachycardia which the device appropriately recognized and delivered therapy. Fluoroscopy was performed which showed the lead had externalized conductors. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.